Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had halos at night. The iol was exchanged for another lens after 1 year following the initial implant procedure. The clinical reason given for the explant was ¿unhappy with vision.¿ additional information was requested.